Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the connection between the apd luer lock adaptor and a solution bag (not a fresenius product). The pd patient reported the leak occurred during dwell 4 of 4 of treatment and fluid leaked from the patient last bag that was connected to the green clamp line. The adapter fell off of the last bag and drained out the fluid. There were air detected in cassette warning alarms that occurred prior to the leak and fluid did not come in contact with cycler. The patient was advised to call customer service in the morning if the problem persisted the following treatment. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the connection between the bag and the apd luer lock adaptor had disconnected during dwell 4 of 4 of treatment, which caused the fluid leak and the patient ended treatment. The pdrn stated the patient did not know what had caused the disconnection issue. The pdrn confirmed the connections were secure when setup. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. The patient did not develop any injuries, symptoms, adverse events, or required medical intervention as a result of the reported event. The apd luer lock adaptor was discarded and not available for return to the manufacturer for physical evaluation. The patient is continuing peritoneal dialysis therapy with no further issues.

Manufacturer narrative:
Lot unknown. Plant investigation: the sample was not returned to the manufacturer and the original provided lot number was not valid. The correct lot number was not provided. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the sap system from this customer regarding to the product number 050-95018 been delivered. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all apd luer lock adaptors shipped to this account within the selected time frame. No information was found on the sap system from this customer regarding to the product number 050-95018. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the connection between the apd luer lock adaptor and a solution bag (not a fresenius product). The pd patient reported the leak occurred during dwell 4 of 4 of treatment and fluid leaked from the patient last bag that was connected to the green clamp line. The adapter fell off of the last bag and drained out the fluid. There were air detected in cassette warning alarms that occurred prior to the leak and fluid did not come in contact with cycler. The patient was advised to call customer service in the morning if the problem persisted the following treatment. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the connection between the bag and the apd luer lock adaptor had disconnected during dwell 4 of 4 of treatment, which caused the fluid leak and the patient ended treatment. The pdrn stated the patient did not know what had caused the disconnection issue. The pdrn confirmed the connections were secure when setup. The pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) on the night of the reported event. The patient did not develop any injuries, symptoms, adverse events, or required medical intervention as a result of the reported event. The apd luer lock adaptor was discarded and not available for return to the manufacturer for physical evaluation. The patient is continuing peritoneal dialysis therapy with no further issues.